Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient called stating she had a left knee implant in (B)(6) of 2015. Six months after her surgery she started experiencing pain and had difficulty walking.